Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt was hospitalized with hyperglycemia while using the infusion device. Her blood glucose was 12.0 mmol/l (216 mg/dl) before bed on (B)(6) 2012 and then elevated to 38.7 mmol/l (696.6 mg/dl). She had vomited about 20 times and thought she might have gastroenteritis. She had not tested her blood glucose until she was sent to the hospital. When she arrived at the hospital, she found the infusion device had stopped due to a low battery error and the infusion cannula was full of blood. The infusion cannula had been in use for 3 days. Pt was not aware of the low battery error or that the infusion device had stopped. The battery and infusion set were changed, and it was reported the pt was "cured" and released from the hosp. It is unk what treatment the pt received and if any product will be returned for eval. No add'l info wasp provided.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. The product has not returned for evaluation, the complaint could not be investigated. Device was not returned.